Event description:
One vial of strips consistently reading in 200's when pt uses different bottle bg normal. Frequency: 2 bin prn. Date of use: 5 years. Diagnosis or reason for use: diabetes. Event abated after use: no. Event reappeared after reintroduction: yes.